Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It is reported that a customer has complained about his infusion set falling off and can not get it to work. The customer's blood glucose level is at 287 mg/dl. The customer does not feel good to trouble shoot and states that he wants to see the doctor first before trouble shooting. No further information was provided.